Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that an ivc filter was tilted approximately 45 degrees and a filter foot was embedded in the ivc wall. During an attempt to retrieve the filter with a recovery cone, the foot detached and remained endothelialized in the wall. An exchange was made to a larger sheath and the filter was removed with vascular forceps. No report of injury to the pt.